Manufacturer narrative:
H.6. Investigation summary: one loose 10ml syringe with a needle attachment was received and evaluated. It appeared there was blood droplets inside the syringe and the stopper was insecure. The insecure stopper was a rejectable condition per product specification. The sample was manipulated so it was unclear if the stopper was insecure prior to use or became loose during use. Potential root cause for the insecure stopper defect is associated with the assembly process. It is likely the stopper was not attached properly due to a mistiming of the assembly dials. No corrective actions are necessary based on the defective rate identified. Batch 9121672 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that the syringe 10ml ll s/c 200 experienced a loose stopper and separation of the stopper and plunger during use. The following information was provided by the initial reporter: material no: 302995. Batch no: 9121672. Description of problem: rubber stopper became loose and syringe could not withdraw any more blood during lab draw.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll s/c 200 experienced a loose stopper and separation of the stopper and plunger during use. The following information was provided by the initial reporter: material no: 302995 batch no: 9121672. Description of problem: rubber stopper became loose and syringe could not withdraw any more blood during lab draw.